Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient presented to the trauma emergency department with complaints of nausea and dizziness that had worsened over the past few days. The patient was found to be anemic with hemoglobin of 5.3. Black stools were noted during the examination. The patient denied any fevers, chills, or abdominal pain. Transfusions and endoscopic studies were indicated. The patient was stable and received six units of packed red blood cells. An upper gastrointestinal tract and colonoscopy were performed and no active lesions were noted. The patient has a history of jejunal arteriovenous malformation and gastric ulcer. The bleeding resolved with a decreased international normalized ratio goal of 1.8-2.2.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the bleeding resolved without sequelae on (B)(6) 2022.